Manufacturer narrative:
H4: the lot was manufactured between april 12, 2019 to april 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the connector (administration port). The leaks were discovered when pressure was applied on the bags; there was a small pinhole. There was no patient involvement. No additional information is available.